Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.2 had issues with pockets e1 and e3, and that the e5 cubie was missing. The customer stated that they believed the issue was related to the row because the entire drawer had not failed. They attempted to recover the space and perform a restart through maintenance mode, but the issue persisted. The customer also reported that nothing appeared to be lodged in the drawer and that the cubies were not obstructed by tablets or any items between the lid and the cubie. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.